Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Assumed 1st day of the month for explant. Exact date is unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: we will not receive any further information on this case. The customer refuses any communication and does not feel obliged to give us any information.

Event description:
It was reported that a linx device was explanted in june 2021. Unfortunately no further information is available.